Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had signs of an upper respiratory infection. It was noticed that the inflow cannula was positional. The surgeon deemed it necessary to exchange the device, and also noticed a small stream of clot in the inflow cannula upon exchange. The patient received a pump exchange.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device, because it was not returned by the hospital. The cause of the reported event could not be confirmed as the device was not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.